Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was receiving bad battery and weak battery alerts on their insulin pump. Customer stated their batteries were not lasting for more than one week. Customer stated they did not perform excessive button pressing. The customer also did not use their backlight frequently. It was also found no unattended alarms were occurring. The customer was advised to revert to manual injections if needed. Customer also requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.